Event description:
This report is being filed upon notification from our manufacturer in (B)(4), to submit this event. Problem: x-ray generator startup problems were found by manufacturing / factory during the assembly / testing of this system.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.